Manufacturer narrative:
A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(4), and the reported circulatory shock and patient outcome could not be conclusively established through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was received. The relevant sections of the device history records for mlp-013453 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use (rev. C) lists the adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including death. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away on (B)(6) 2022. The cause of death provided by customer was circulatory shock. Additional information requested but not provided.